Manufacturer narrative:
The reported issue delayed the surgery 3 minutes.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 1 centimeter inaccuracy. After attempting tracer registration two times, the probe showed 1 centimeter off the tip of the nose when it was actually touching the tip of the nose. When the surgeon the straight suction and touching the back of the sinus, the navigation system showed 1 centimeter off the bone. In trouble-shooting, the medtronic representative checked for metal in the field and found none, confirmed lights were away from the emitter and the field of surgery. Noted was that the patient did not have any excess skin and the tracer was done on the bony areas of the face. Distance to divot errors on instruments used were all below 2. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, performed a second navigation system check-out, all areas passed. System performed as intended. The system was upgraded to the 2.3 navigation software at that time. Reported issue could not be replicated. No further issues have been reported.